Event description:
The customer stated that her meter was reading high compared to a free spirit meter. She tested her blood glucose and received a reading of 343 mg/dl on the contour and 120 mg/dl on the free spirit. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter were returned for evaluation, and replacement products were sent.